Event description:
It was reported that the patient passed away in his sleep. No additional relevant information has been received to date. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep.